Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 7 days post implant of this 35 mm annuoplasty band in the mitral position, it was explanted and replaced with another 35 mm annuloplasty band. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.